Event description:
The infusion pump was sent to the biomed. Dept. With a note stating "chamber drip rate inaccurate, could cause harm to pt". No add'l clinical info has been able to be received. No pt injury was reported.